Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer incurred an error when trying to interrogate a patient's device. Further investigation by technical services indicated that the software update had not fully completed. It was recommended that the update be run again. There were no patient complications reported as a result of this event.